Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event, including product status; however, no additional information was provided at this time. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, "introduction", lists multiple types of organ failure and dysfunction (including right heart, respiratory, and renal), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management", under "anticoagulation", provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2026 after undergoing continuous renal replacement therapy (crrt) from (B)(6) 2025 to (B)(6) 2025 and again from (B)(6) 2026. The patient's right ventricular assist device (rvad) was removed on (B)(6) 2025 and the patient was trached on (B)(6) 2025.